Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech (B)(4) has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: patient ID, age, gender, weight, ethnicity and race. Findings: review of the complaint showed cap screw was loosened during surgery. Investigation revealed that the failure of the cap screw was directly related to inadequate welding between the cap screw and the washer subcomponent applied during manufacturing assembly. There was only a minimal spot weld applied which was vulnerable during impaction use. A review of print showed the weld requirement was called out as ¿tack weld¿, which was not specific enough and left room for interpretation. Since the introduction of the truliant femoral locking impactor head in 2017, there have been (B)(4) complaint reports involving truliant femoral locking impactor head (catalog #: 02-029-19-1000). Of these complaint reports, (B)(4) were due to disassembly of the cap screw and washer. Most likely underlying cause/root cause: the root cause of the disassembled screw cap and washer, as determined by CAPA (B)(4), was likely the result of the welding requirement not being adequately specified. Corrective action taken: the current investigation and CAPA are still ongoing at the time of this evaluation, and corrective actions are subject to change. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to design issues. There is no patient or event information.

Event description:
It was reported from the us that ¿upon impact the plastic shim broke¿. No patient or event information was provided. The device was returned. No information provided during initial investigation. Inactive agency with no hospital/other contact information for the event. No additional information.